Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with low battery alarm and failed battery test alarm due to corroded battery tube.

Event description:
Customer reported via phone call that she realized lost battery power. The customer's blood glucose level was unknown at the time of incident. The customer stated that she was able to put a new battery in and it came up but the meter was not sending any results to the insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.